Event description:
It was reported the pt has no stimulation from her scs system. A sjm rep met with the pt and confirmed the pt's ipg is inoperable and will not communicate with external devices. Pt will consult with her physician to discuss possible surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.